Event description:
Package is supposed to be a multipack of 4 double swaged needles. 3 needles were found missing upon opening. A new pack was opened and used to complete the procedure. Manufacturer response for wound closure (suture), prolene (per site reporter). Vendor requested complaint product to be returned. A no charge replacement was provided.